Manufacturer narrative:
The device was returned with bent tongs, the tongs overlap each other which would not allow the bands to be properly inserted over the fallopian tubes. This device was manufactured in may 1999 at the (B)(4) plant which is no longer in operation. Due to the nature of this device being a re-usable item, it is not possible to determine with confidence that the noted damaged tongs were a result of a manufacturing or design issue after 12 years in the field.

Event description:
During a surgical procedure, the falope ring band was used to grasp the patients left tube, when attempting to apply the ring band, the tube was torn. A second device was used to apply the right side ring band, this tube ended up with a slight tear. The left tube was oozing blood. In order to be sure the bleeding stopped, the left tube was removed. No further complications for the patient. (See MFR report # 2183680-2011-00005 for other device).